Event description:
It was observed that during device evaluation, the video system center error code b40 was displayed, indicating a failure in the main board (cm) and printed circuit board (cp). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunction occurred when error code b40 was displayed due to a failure in the main board (cm) and printed circuit board (cp). The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.